Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopy sleeve gastrectomy, while firing on the antrum of the stomach the device fired partially. After waiting the device did not fire. The surgeon was not able to squeeze the handle but was able to press the green firing button. The case was completed using a new device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices and two photographs. The reloads were partially fired with the interlocks engaged. Staple pushers were visible at the 3cm cut line and the 4cm cut line indicating the point where the handle compression had stopped for each reload. Visual inspection of the first photograph noted two reloads opened by the account. Both reloads had jaws opened. The second photograph noted the reload packaging. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.